Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient's black lead would no longer securely lock to the patient's primary battery clips, backup clips and mobile power unit. The connection was reported to be too tight. There was no obvious damage to the threads or pins. The patient has significant arthritis and is missing a finger thus making it difficult for him to make a safe connection. The patient was given new controller. No further information was reported.

Manufacturer narrative:
Section d10: correction. Manufacturer's investigation conclusion: the reported event of the black power lead not securely locking was not confirmed. The system controller (serial#: (B)(6) was returned for analysis and a log file was downloaded from the returned system controller for review with events spanning 1 day (on (B)(6) 2020 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and functioned as intended. The connection on both the black and white power leads was able to be made securely and there was no issues noted with the locking nuts or power leads. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.